Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("unintended ectopic pregnancy (first episode)") in a female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: plaintiff had three unintended ectopic pregnancies with essure. This case refers to the first ectopic pregnancy, for additional episodes please refer to case (B)(4). Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.